Event description:
The customer reported that when adding key images from a current and a prior study, the prior study image will display the date of the current study. There was no reported pt injury associated with this event.

Manufacturer narrative:
Investigation revealed the key images are only supported for the current study and special mode allows the user to include prior images onto the print page if the print page is using the special comparison template. This special mode places onto the print page the copy of the prior image that is added to the current study, and carries the clear indication "for comparison only". Thus the date on the print page reflects the date of the current study which is correct. (B)(4).